Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was having high blood glucose. The customer also stated their insulin pump was not delivering boluses to their body. The customer stated they had attempted to change the infusion set, but the problem persists. The customer also stated there was a lack of alarms. The insulin pump would also indicate they were receiving 0.0 units of their bolus. The customer declined to troubleshoot for their insulin pump. The customer's blood glucose was unknown at the time of the call. No additional information provided.